Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin did not exit the cartridge tubing during the fill tubing step. The cartridge was changed to address the event and insulin was seen exiting the tubing. Customer's blood glucose was 227 mg/dl.